Event description:
Related manufacturer reference number: 1627487-2020-04376.

Manufacturer narrative:
The device history records of the devices were reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the devices were in conformance at shipment and a single definitive root cause for the reported issue was unable to be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04376. It was reported that the patient is unable to experience adequate stimulation due to low impedance. X-ray results were inconclusive. Reprogramming was unable to address the issue. As such, surgical intervention took place on (B)(6) 2020 where in the entire system was explanted to address the issue.